Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was no longer able to hear with her device. Testing showed all channels in status hi. The ground path impedance (gpi) was not recordable. An x-ray revealed the clover leaf of the ground electrode to be broken. A history of head trauma was not reported by the parents. The pt was re-implanted on (B)(6) 2011.